Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received from legal, the patient was revised because the liner was fractured.

Manufacturer narrative:
Additional narrative: medical records received from legal, the patient was revised because the liner was fractured. Doi: (B)(6) 2002; dor: (B)(6) 2004 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.